Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed as cracked valve seat diaphragm valve, more than three openings assessed as surgical damage and delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure creases, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Consumer reported left side implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Patient reported left side implant deflation. Device has been explanted and replaced.

Event description:
Consumer reported left side implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.